Event description:
Alaris IV pump did not infuse medication as programmed and flow too fast. Staff identified the problem when air-in-line activated. Here is report from nursing staff caring for the patient. Tpn was programmed in a separate cassette and the had the rate running at 70.8 ml/hr for 12 hours. However, around 2:40 am, the pump said air-in-line and I noticed the bag of tpn was empty, even though the pump itself said it still had over 400 ml to administer. Pump was in working condition earlier in the evening when tpn was begun, and on a separate cassette, so I do not know how this happened. Discussed with charge rn and covering doc. Patient sleeping and stable, and will notify him in the am." Cc reported the event to bd alaris on (B)(6) 2020. The bd file number is pr442205 for over infusion of tpn. Cc biomed conducted its own testing and was able to repeat the defective infusion rate. The cc is scheduled to return the pump to the manufacturer on november 16, 2020. Bd alaris will conduct their investigation of the pump. Effective clinical interventions implemented in timely manner that prevented/ averted harm to the patient.